Event description:
During a remote follow-up, myopotential oversensing episodes resulting in inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. Technical services was contacted and provided reprogramming recommendations. The device was then reprogrammed to resolve the event. The patient is stable with no consequences.